Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right atrial (ra) lead was noted to fail a position check and capture was unable to be confirmed. It was noted that the ra lead had become dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.